Event description:
It was reported that during an intravascular aneurysm coiling procedure, guide wire removal difficulties were encountered. Following the procedure, while removing the starter guide wire, it became stuck in the introducer sheath. The guide wire was removed and upon inspection, outside of the patient, the coating of the guide wire appeared to be "flaked off". No patient injury or complications were reported. The patient's condition was reported as "no harm".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.